Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, the left ventricular lead exhibited high impedance. The lead was reprogrammed. No noise was noted during myopotential testing. The patient was stable and will continue to be monitored.

Event description:
New information received noted the patient presented for an unrelated procedure on (B)(6) 2018. The patient's left ventricular lead exhibited no capture and a broken lead was suspected. During the procedure, the left ventricular lead was capped and replaced. No patient symptoms were reported.